Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ampoule of the cement had broken, and the monomer had leaked when it was attempted to use during the tka surgery of the patient¿s left knee joint on (B)(6) 2020, so the cement was not used. The surgery was completed without a surgical delay by using an alternative cement of the same p/n and there was no harm to the patient. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that since the ampoule of the cement (p/n: 3070040) had already been broken and the monomer had been leaked when it was attempted using during the tka surgery of the patient¿s left knee joint on (B)(6) 2020, so the cement in question was not used. The surgery was completed without a surgical delay by using alternative cement of the same p/n and there was no harm to the patient. No further information is available.¿ the hospital has returned a unit carton and the powder pack from the affected unit but has not returned the damaged ampoule. Examination of the returned components does not provide sufficient evidence to confirm the complaint description (¿(B)(4)¿). Retained samples from this lot number were checked for signs of this failure mode, but no further broken ampoules were discovered. Fmea dva-107020-fde rev 9 lines 115, 116, 144 and 145 refer to this failure mode (¿(B)(4)¿. In each case the risk is considered ¿as low as possible¿ and cannot be further mitigated. There is insufficient information to determine root cause for the alleged failure. In conclusion, this is a known failure mode and the current rate of complaints for this issue is within the expected occurrence rate. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 march 2022. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.